Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The battery cap attached securely to the pump, and there was no damage found to the battery cap or compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint could not be confirmed or duplicated.

Event description:
It was reported that there is no power to the pump.